Event description:
It was reported that during a da vinci assisted right hemicolectomy, the patient experienced bleeding, as a result, the surgeon converted the procedure to an open procedure. The surgeon used the fenestrated bipolar forceps to clamp the bleeding ileocolic pedicle. The artery remained clamped while the other universal surgical manipulators universal surgical manipulator (usm))s were undocked, and the procedure was converted to open. Once open, the surgeon used the instrument release kit (irk) to release the instrument and undock the usm holding the fenestrated bipolar forceps. It was confirmed there was no report of an intuitive product or system malfunction of a da vinci product. The patient received one unit of blood, and the surgeon is not concerned with any long-term complications. The surgeon confirmed the patient's anatomy was complex due to a large tumor, which probably contributed to the bleeding.

Manufacturer narrative:
The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not find any product issue. The instrument was tested and passed recognition and engagement, moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument attached and removed from the universal surgical manipulator (usm) on multiple attempts with no issue. Visual inspection displayed no signs of physical damage, no product issue was detected. A system log review did not reveal any system errors that would have caused or contributed to the reported event.